Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: received one denali filter kit. On visual evaluation, the pusher catheter was received loaded into the touhy borst adapter and filter storage tube. The touhy borst adapter was received loaded to the filter storage tube. Skiving was not noted throughout the filter storage tube. The filter was noted within the filter storage tube. A safety cap was noted on the distal tip of the filter storage tube. The dilator was returned loaded into the introducer sheath. The introducer stop cock was noted to be detached from the introducer hub. No other anomalies were noted throughout the devices. Therefore, the investigation is confirmed for the reported detachment issue as introducer stop cock tubing was noted to be detached from the introducer hub. A definitive root cause for the reported detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was prepped for a inferior vena cava filter implantation in femoral vein using a denali filter. Prior to the procedure, it was noticed that the filter limb was allegedly broken. There was no patient contact.

Event description:
On (B)(6) 2025, a patient was prepped for a inferior vena cava filter implantation in femoral vein using a denali filter. Prior to the procedure, it was noticed that the filter limb was allegedly broken. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f : the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.